Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an direct selective laser trabeculoplasty treatment system has shut down twice without user input and the procedure was aborted. The doctor did not do a retreat after it was aborted not even half. The system was calibrated and yes it was successful. It aborted during a treatment.

Manufacturer narrative:
Additional information was added in h.3., h.6. And h.11. The company representative was unable to confirm nor replicate the reported event. The system was then tested and found to meet specification. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. The system was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. The manufacturer internal reference number is: (B)(4).